Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that the evaluation was wonderful, fantastic for both bladder and bowel. They said since implant their bowel symptoms were better but it didn't help their bladder at all, they were wearing a diaper for their urine. They said their granddaughter was adjusting it once a week or so and then and the last time they adjusted it about a week ago, the patient said they think their granddaughter moved it the wrong way. Since then, they had 3 days of fecal incontinence and urine incontinent every day. Worked with the patient to synch with their implant and they were successful to increase stim to a comfortable level. Reviewed interstim therapy optimization information, control equipment general use and function and recommended keeping a symptom diary to track results. Redirected them to their doctor. They will maintain stimulation level and will continue to track symptoms. Additional information was received from the patient. They called back and stated they had mris done. The patient stated now their ins was all messed up. The patient stated they couldn't reach the ins on their own, usually their granddaughter would help them. The patient was advised that in-person assistance would be coordinated with the healthcare provider's (hcp) office. The patient was directed to contact their hcp.